Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device prompted a message 'end-point reached', however, the device did not seal. An activation signal was heard upon activating the device. A new device was use which worked without issues. There was no patient injury.